Event description:
The MFR received from the FDA, a voluntary report. The voluntary report indicates that the pt was having surgery on his right eye when it was noticed that the membrane peeler cutter blade had a chip in it. The surgeon removed from the pt's eye what appeared to be a chip from the blade. Add'l info learned from a phone call to the hosp risk mgr indicated that this was classified by the hosp as a "no injury" report. However, the hosp risk mgr detailed the event further by stating the pt's lens capsule was removed using a diamond dusted forceps and the zonules were cut using the mpc/ (membrane peeler cutter) microscissors. It was later noted that the tip of the mpc was lying in the temporal region of the macula. The tip was removed with the diamond dusted forceps through temporal sclerotomy with no damage reported to retina. She stated that although the pt has had multiple f/u visits, this presently was noted as a no injury event. The hosp risk mgr has the sample available to return as well as the metal chip or tip.

Manufacturer narrative:
The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the sample was released according to company acceptance criteria. The MFR performed a 100% final inspection for this product. The sample has not yet been received for eval. A root cause has not been identified. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).